Event description:
It was reported the pt is experiencing ineffective stimulation. The pt declined to have his scs system reprogrammed. The pt desires to have the system explanted is to consult with his physician as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.